Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh removal surgery on (B)(4) 2009, at which time she was implanted with a bard pelvicol mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision of anterior vaginal mesh on (B)(6) 2009. It was reported the patient underwent vaginal mesh removal, urethrolysis, rectocele repair, sacrospinous ligament repair, cystocele repair on (B)(6) 2009. It was reported the patient underwent cholecystectomy on (B)(6) 2009.

Event description:
It was reported that the patient underwent a surgical procedure to treat cystocele, pelvic pressure and pelvic pain on (B)(6) 2008 and a pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has had unknown additional surgeries and revisionary procedures. No additional information was provided at this time.